Manufacturer narrative:
On march 25, 2025, mentor became aware that the impacted devices were saline and date of surgery was (B)(6) 2025. Following corresponding fields have been updated on this form: - field d1 for brand name has been updated to "unknown saline implants." - field d2a for common device name has been updated to "prosthesis, breast, inflatable, internal, saline." - field d2b for procode has been updated to "fwm." - field d4 for catalog number has been updated to "unk_saline implants." - field d6b for date of explant have been updated to (B)(6) 2025. - field g4 for PMA/ 510(k) has been updated to "p990075." This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female patient underwent primary breast augmentation with unknown size unknown gel implants and experienced bilateral hardness, shape change, and encapsulation. As a result, the patient is scheduled for surgery on (B)(6) 2025. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. D6b explantation date: (B)(6) 2025. Reason for device explant and/or reoperation: right hardness, shape change, and encapsulation. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the lot, and serial number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).